Event description:
Per the physician, the patient was explanted due to a ¿device failure.¿ there was no documentation provided from the center to confirm this. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery. More information has been requested, but was not available at the time this report was filed november 25, 2009.

Manufacturer narrative:
(B) (4).